Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) paired with the dexcom mobile application but failed to pair with the ilet bionic pancreas, prompting user education to toggle g6/g7 settings, reenter the sensor pairing code, update ilet firmware, and remove the g7 connection from the dexcom app to allow pairing. No symptoms or change in blood glucose levels reported. Outcomes included no medical intervention or hospitalization. Investigation included technical troubleshooting with firmware update, settings verification, and disconnection of competing bluetooth pairing. Investigation of this case revealed that the ilet did not initially recognize the g7 sensor due to active pairing with the dexcom app and required firmware and configuration alignment. It was concluded that the event was related to pairing configuration and connectivity rather than a device malfunction of the ilet or sensor.